Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after 3 months dental implant was installed in intraoral region 25#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type ii and immediate implant was performed.